Event description:
During troubleshooting of an unrelated alarm, a home patient (hp) reported that they reused a single-use product(cassette). The hp switched the bags from one line to another prior notifying baxter as they had an extraneal bag on the supply line instead of the final line. The technical service representative helped the caller end therapy. There was no serious injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.